Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. A manufacturing record evaluation was performed for the finished device 30173999l number, and no non-conformances was found during the review. (B)(4).

Event description:
It was reported that a (B)(6) year-old male patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. During the ablation phase, cardiac tamponade was confirmed. Pericardiocentesis was performed to remove an unspecified amount of blood from the pericardium; however, a thoracotomy was also required to stop the bleeding. There¿s no information regarding extended hospitalization. Patient¿s condition improved. Physician¿s opinion regarding the cause of the adverse event is that it was patient condition related. No error messages were observed on any bwi equipment during the procedure.